Manufacturer narrative:
Correction on initial report: disregard initial report because this file has been deemed not reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a texium needle-free syringe leaked during clinical use with methotrexate. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.